Manufacturer narrative:
G4: 24apr2020. B4: 14may2020. The customer ordered the power management board for the unit, pending repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12oct2020. B4: 13oct2020. The customer confirmed the unit has been repaired but did not clarify repair details. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28may2020. B4: 29may2020. The customer indicated there was leak test problem as well. The field service engineer (fse) recommended the power management board for the power problem and a patient outlet port for the leak problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:24nov2020. B4:25nov2020. The power management (pm) board was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01may2020.

Event description:
The customer reported the unit stopped delivering patient breaths. The device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported. The field service engineer (fse) could not duplicate customer's complaint. Performed diagnostic report (drpt) download. No continuous built-in test (cbit), power on self-test (post) or error codes were found. Found that unit would intermittently switch between running on internal battery and alternating current (a/c)power restored. The fse recommended to customer that the power management printed circuit board assembly (pcba) should be replaced. Customer declined manufacture support and will order part and repair in house.